Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received a 2-way foley catheter. Verified material number 2758j14, manufacturing lot number ngjz2837 and batch number mykq6355. Visual inspection noted the catheter balloon was partly inflated. During testing, using the in-house syringe 4ml of solution was passively withdrawn. Inflated the balloon with 10 ml of methylene blue solution and the catheter was allowed to rest with no observed leaks. Balloon passively deflated in 2 min 5 sec. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,e,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when a pre-test was conducted to insert a foley catheter for urinary catheterization in the ward, sterile water did not come out.

Event description:
It was reported that when a pre-test was conducted to insert a foley catheter for urinary catheterization in the ward, sterile water did not come out.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.